Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was 32 mg/dl at the time of incident and the current blood glucose level was 33 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose during hospitalization. Customer is unable to upload to carelink. Customer also mentioned a blood glucose over 600 mg/dl. The customer stated no symptoms related to low blood glucose. Customer was alleging insulin pump was over delivering. Customer did not state if the auto mode feature was in use. The insulin pump will not be returned for analysis.